Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred while the pump was being updated. Customer was not using pump for insulin therapy at the time of event. There was no impact to customer's blood glucose. Another pump was used.